Manufacturer narrative:
Abaxis received the analyzer back from the customer on 05/21/20. An investigation into the returned analyzer did not duplicate the issue. The analyzer was thoroughly tested and evaluated and no issues were identified. The analyzer was returned back to customer after thorough cleaning and passing post evaluation testing. On 07/02/20, abaxistechnical support confirmed with the customer that the returned analyzer was received and was up and running with no additional issues. No additional actions were required.

Manufacturer narrative:
On (B)(6) 2020, abaxis received a call from the customer lab reporting an issue with analyzer (B)(4) stating that the device displayed a '430b / spindle motor stuck' error and then emitted a burning smell. The customer returned the device for repairs and the case is pending device evaluation. When additional information is received it will be submitted in a supplemental report.

Event description:
Customer lab reported the device displayed a '430b / spindle motor stuck' error and then a burning smell.